Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device returned. The device was sent directly to crawley for service and repair. It was noted that the cocking slide was discolored. There were no other visual anomalies noted on the returned driver. Functional/ performance evaluation: the driver passed all functional testing at the 22mm and 15mm positions and the driver also passed all force testing. The reported self-activation could not be replicated. The cocking slide assembly was replaced due to the discoloration and all small springs were replaced as a preventative measure. Additionally, general maintenance was performed. The device was cleaned, lubricated and returned to the customer. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed for self-activation, as the device functioned as intended, and the reported issue could not be replicated. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to this event. Labeling review: the current magnum reusable core instrument IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device.

Event description:
It was reported that during preparation for a biopsy, the device allegedly fired while loading the needle into position on the device. There was no reported patient contact.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The serial number for the device was provided. The device history records are currently under review. The facility rep stated that the device was available for evaluation, and it is pending return. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy, the device allegedly fired while placing the needle into position. There was no reported patient contact.